Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H10 h3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, and declined to proivde additional information.